Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a breast procedure, the devices were involved in a brief open flame at the distal tip of the electrode. The procedure was momentarily paused due to the sentinel event involving the open flame which was extinguished by stopped pressing the activating energy button. The technique used involved a metal pointed clamping instrument clamped onto tissue, with the electrode placed touching the jaws of the instrument and activated, causing the electrical circuit to move through the jaws to the target tissue. After the electrode was removed from the instrument, a flame briefly appeared at the distal tip and then went away quickly. There was no operating room fire. A new generator was retrieved, and the case resumed after replacing the electrode and opening an older smoke evac pencil from another manufacturer. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown), vsmp15, smoke pencil with edge electrode 15 ft (lot#:2503211x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a breast procedure, the devices were involved in a brief open flame at the distal tip of the electrode. The procedure was momentarily paused due to the sentinel event involving the open flame. The technique used involved a metal pointed clamping instrument clamped onto tissue, with the electrode placed touching the jaws of the instrument and activated, causing the electrical circuit to move through the jaws to the target tissue. After the electrode was removed from the instrument, a flame briefly appeared at the distal tip and then went away quickly. A new generator was retrieved, and the case resumed after replacing the electrode and opening an older smoke evac pencil from another manufacturer. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the electrode was charred, burn damage observed. Damage to the blue shrink wrap was also observed. Functional testing found that when attaching and detaching the electrode, using tools will inflict damage and may result in detachment of the clear piece of insulation. It was reported that there was device fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of insulation damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not modify or add to the insulation of activate electrodes. Grasp the insulation sleeve on the electrode. Insert the electrode into the pencil. Inspect the electrode for insulation damage and coating damage. To "buzz the hemostat" is not recommended. Tissue build-up (eschar) on the tip of the electrode poses a fire hazard. Keep the electrode clean and free of debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.